Event description:
Note: this report is the second of two reports pertaining to the same procedure. Refer to MFR report #6000122-2006-00037 for details regarding the first device. It was reported to boston scientific corporation on october 20, 2006 that an extractor rx retrieval balloon was used during an endoscopic retrograde cholangiopancreatography procedure in 2006 (patient gender, age, and weight unknown). According to the complainant, "during the procedure the tip of the catheter splintered." The user facility states that the device was intact and that there were no portions of the device left behind in the patient. The procedure was completed with another extractor rx retrieval balloon. There were no patient complications as a result of this event. The patient's condition at the completion of the procedure was reported as "fine."

Manufacturer narrative:
The complainant was not able to provide the lot number of the suspect device; therefore, the device manufacture date could not be determined. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.